Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with blood glucose levels between 500 and 600 mg/dl. The customer stated that she may have given the wrong prime amount for the infusion set she's using due to a brain injury she suffered, which causes her to have difficulty understanding the instructions. The customer was unable to continue troubleshooting at the time of the call. The customer also stated that she's on manual injections until she can get supplies. Nothing further was reported.